Event description:
The pt had an electrically action of the heart approx every 6 seconds. During this time, the pacer paced. The central station detected the pacer spikes as a normal heart action. No alarm occurred. The pt was not admitted as a pacer pt.

Manufacturer narrative:
This pt had an internal implanted pacemaker, and the monitor was not configured to detect (and ignore) the pacemaker pulse. The pt's heart lost its response to the internal pacemaker, and additional therapy was not provided. This configuration issue is well documented in the monitor instructions for use (IFU) manual. Phillips cannot rule out that the inappropriate configuration was a factor in the pt's death. Phillips is in the process of obtaining additional info concerning this event, and the complaint is still under investigation. A final report will be sent once the investigation is completed.